Manufacturer narrative:
Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer exposed the pump to extreme temperatures. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.